Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the customers issue could not be confirmed during analysis. There was no fault found with the returned device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer was not pressurizing above 100mmhg when using a 300ml blood bag. The same thing occurred when using a 1 l bag. Biomed tested the tower to the unit and it seemed to be pressurizing normally, so it is believed to be the pressure chambers causing the issue. There were no reported adverse events.